Event description:
Six months after injection with bovine collagen the patient's correction appeared gone. One month later erythema appeared at an injection site that only lasted a day or so. Then the patient began to get daily outbreaks of small, visible/palpable bumps that resolve while the pt sleeps. Patient denies itching, inflammation, or pain. Physician treated with oral vioxx 25mg qd with uncertain effectiveness.